Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k093745.

Event description:
The lay user / patient contacted lifescan (lfs) alleging an error 4 message on their one touch verio meter. The patient denied exhibiting any symptoms or seeking any medical attention. The alleged issue was not resolved over the phone. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged error 4 message was not resolved.